Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by using the hand switch. The remote service engineer (rse) analyzed the system remotely and identified that the x-rays did not activate when the footswitch was pressed. Upon troubleshooting actions, rse identified that the connector lock of the wired footswitch was faulty, leading to a loose connection. Customer ordered and replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Manufacturer narrative:
Corrected: additional narrative. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by using the hand switch. The remote service engineer (rse) analyzed the system remotely and identified that the x-rays did not activate when the footswitch was pressed. Upon troubleshooting actions, rse identified that the connector lock of the wired footswitch was faulty, leading to a loose connection. Customer ordered and replaced the wired footswitch. After replacement, the system was returned to use in good working order. Re-evaluation of the reported event has led to the determination that this complaint is not reportable. The issue was confirmed to be with the wired foot switch. The reported issue did not lead to a death or a serious deterioration in the state of health of a patient, user or other person and based on historical data it's unlikely to do so were it to recur. Based on re-evaluation, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Component code was corrected.

Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.